Event description:
While inserting a tibial nail the insertion extraction device broke, leaving the attachment portion inside the nail. This required explanting the nail. Bone has to be chipped away inorder to get a grasp on the nail to pull in out.